Event description:
It was reported that a vascular probe had particulate matter within its inner pouch. This was found during inspection and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation was completed to investigate the reported issue. Visual inspection was performed and revealed a 2.90 mm long black fiber between the inner and outer pouches. The fiber dimensions exceeded specification limits. Therefore, the reported issue was verified through evaluation. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.